Event description:
Patient came to clinic stating that her nova max plus glucometer has been giving readings above 300 mg/dl. Patient states that her blood sugars are never that high. Blood sugar machine was tested in clinic and compared with unit glucometer: patients nova max reading in clinic: 504, clinic 1 glucometer: 95, clinic 2 glucometer: 104 nova max glucometer was given to pharmacy who will report and send machine to manufacturer. Serial number: (B)(4), test strip lot #: 102015119 exp. (B)(6)2017.